Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 4 months after two dental implants were installed in patient's mouth, it was verified their non- osseointegration. The 40 ncm of primary stability was achieved and immediate load was performed. The patient presented bone type iii.